Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose after meals while using the ilet with a dexcom g7 continuous glucose monitor (cgm) and inset 6 mm infusion set, frequently announcing ¿less than¿ meals to avoid going low and requesting a factory reset; a factory reset was performed, and the system was confirmed operational. Symptoms included hypoglycemia with confusion or disorientation. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and that the user interface was involved only insofar as user interaction, with education provided on proper meal announcing. It was concluded, based on previously established findings for similar reports, that unintended use error, specifically failure to follow instructions for meal announcements, caused or contributed to the event.